Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7072388.

Event description:
It was reported that the patient had pain and weakness at the left leg. The patient underwent a system explant procedure. The explanted devices were discarded by medical facility.